Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) that resulted in an unknown duration of pacing inhibition. The root cause of the high thresholds was unable to be determined. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.